Event description:
The complainant reported that during a left heart catheter procedure, the physician noticed a black piece of particulate inside an inject8 coronary control syringe. The syringe was replaced and the particulate was not injected into the patient. No harm or injury to the patient was reported.

Manufacturer narrative:
Device evaluation: the suspect syringe along with the black particulate was returned to merit for evaluation. The device was visually examined under magnification. The tip of the syringe was found to be in good condition with no tearing, splitting or damage observed. The particulate was identified as a piece of tip flashing approximately 0.80 mm square. During the manufacturing process, the tip flashing must have dislodged during the deflashing cycle and survived the cleaning and inspection processes. This is an isolated incident, however, merit will continue to monitor for any increasing trends.